Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient said she didn't get pain relief with the original lead placement. The patient had a lead revision after attempts to reprogram failed. The patient's percutaneous lead was revised because the patient was not getting sufficient peripheral stimulation coverage. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was receiving relief with the original lead placement but it simply wasn't as good as during their trial. The patient also noted that the lead was pushing out under their nose. The healthcare provider didn't use fluoroscopy or an x-ray during the initial lead placement. No further complications reported.